Event description:
During an atrial fibrillation procedure, it was reported that the electrodes of the pentaray nav high-density mapping catheter on spline ¿c¿ and ¿e¿ have no signal and are noisy. The cable was exchanged with no resolution. The issue was resolved by exchanging the catheter and the case completed with no patient consequences. On (B)(6), failure analysis lab notified about the product returned condition, it was noted that there was damaged (squashed) and foreign material underneath on some of the rings of spine c. Due to the returned condition and the potential risk to the patient, this complaint became reportable. Awareness date changed from (B)(6) 2013 to (B)(6) 2014.

Manufacturer narrative:
(B)(4) during an atrial fibrillation procedure, it was reported that the electrodes of the pentaray nav high-density mapping catheter on spline ¿c¿ and ¿e¿ have no signal and are noisy. The cable was exchanged with no resolution. The issue was resolved by exchanging the catheter and the case completed with no patient consequences. On (B)(6) failure analysis lab notified about the product returned condition, it was noted that there was damaged (squashed) and foreign material underneath on some of the rings of spine c. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and spine c was damaged. In addition, ring # 10 was squashed down proximal end with white material underneath it. Ring # 11 was also squashed down on proximal end with white material underneath. Ring # 12 was squashed down and folded over and sharp. These catheter conditions were not reported by the customer. Affiliate was contacted asking for the catheter returned conditions but no more information was available. Due to the quantity/mass size of the white foreign material specifically observed on this pentaray nav catheter, the identification of the type of material was not possible. It remains unknown the origin of it. IFU clearly states to advance the insertion tube along the catheter shaft to collapse the spines together prior to insertion into the sheath. Do not bend the spines backward. In addition, IFU states to do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. It remains unknown how the rings were damaged. Per the reported event, an electrical test was performed and catheter failed on ring # 11 due to the damage initially stated. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. However, it remains unknown the root cause of the damage rings. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Manufacturer narrative:
The deivce investigation is still in progress. (B)(4).